Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, the customer was "seriously ill" which let led to customer being unable to stabilize blood glucose levels. Contact stated the reported issue was not due to the pump or supplies. Contact did not provide a blood glucose value.